Event description:
The customer reported to olympus the evis exera iii bronchovideoscope exhibited a b30 scope communication error. It is unknown when the event occurred. There is no report of patient or user harm associated with the event.

Manufacturer narrative:
The customer returned the device for evaluation and the customers allegation of b30 scope communication error could not be confirmed. Additionally, the following events were identified during inspection and are as follows: due to deformation of universal cord, water tightness was lost, due to deformation of distal end, the specified resolving power was not obtained, due to a crack on objective lens, flare or ghost occured, and the connecting tube had a dent. Three good faith efforts were made to obtain additional information. However, no response received from customer. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to universal cord having leakage and water invading the device during user handling which caused abnormality in electronic components. The event can be detected/prevented by handling the device in accordance with the following instructions for use: "- inspection of the endoscopic image" "-perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.